Event description:
On 05/18/1999, the MFR's sales rep was informed by the physician that the device was not functioning properly and thought that the device was cracked. Upon removal of the device, the catheter was noted to be sheared under the costoclavicular space. The device was forwarded to the facility's pathology lab and will not be returned to the MFR for ananlysis. No further details were provided.